Manufacturer narrative:
(B)(4). This complaint for air in the tubing without alarm is not confirmed, because there was no lot number for a batch review to be performed, a sample was not returned to baxter for evaluation, and there was no report of use error by the patient. The patient stated that they saw air in the line; however, the cause of the air could not be determined. Therefore, the complaint is not confirmed and the assignable cause is undetermined based on the information that was given by the patient and the complaint investigation.

Event description:
A customer contacted baxter's technical service center and the caregiver (cg) stated there was a lot of air in the heater line during therapy on the home choice (hc). The cg stated when the fill started, the port was bent and the cg was able to straighten it out to start the fill. The cg stated there was a lot of air bubbles in the heater line so she stopped fill. The technical service representative (tsr) advised the cg that the cg would need to start over with new supplies. The cg stated the home patient (hp) usually got on the hc empty and requested for the hp to drain. The tsr instructed the cg to arrow down to the manual drain and press enter. The cg stopped the manual drain at 1350ml and stated the last fill volume (lfv) is 200ml. The cg stated they were ending therapy for the night and the tsr advised the cg to notify the peritoneal dialysis nurse (pdn) of any missed therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the air in the line. The hp contacted the peritoneal dialysis nurse (pdn) regarding the air in the line and the missed therapy. The hp stated he resumed therapy on the cycler the following night without problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.